Event description:
Related manufacturer reference number: 2017865-2021-32706. It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had high capture thresholds and high pacing impedance. The patient's left ventricular (lv) had loss of capture and high pacing impedance. The patient experienced fatigue and shortness of breath. The lv and rv leads were both reprogrammed successfully. The patient was stable throughout procedure.